Event description:
Pt reported elevated blood glucose (345 mg/dl), while wearing the device. When pt attempted to self-treat by programming a bolus pt discovered that the device had stopped, due to an electronic error. Pt indicated that, although the error message appeared on the display, the device did not produce an audible alarm in conjuction with the electronic error. Pt self-treated by clearing the error and delivering a bolus.